Event description:
It was reported that during a ladg procedure, the device could not clip and the jaw could not open. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.